Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unable for tandem technical support to review, therefore the allegation could not be confirmed. Subsequently, the customer experienced a blood glucose (bg) value of 36 mg/dl. The customer consumed glucose tablets to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.